Event description:
A pump experienced an altitude alarm. There was no report of adverse impact to their blood glucose level. Technical support decided to replace the pump, and the customer is using multiple daily injections as a backup therapy to ensure continued insulin delivery.